Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, and it was noted that the pump was dimpled. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually and microscopically inspected, and leak tested. During visual inspection it was noted that the tubing was cut down to the pump block and was not returned for analysis. Microscopical examination revealed bodily fluid contamination within the pump; therefore, the component was not functionally tested. No leaks were identified in the pump. Based on the information available and analysis results, the reported clinical observations of mechanical issue and a dimpled pump could not be confirmed; consequently, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, and it was noted that the pump was dimpled. All components were removed and replaced. There were no patient complications.